Manufacturer narrative:
A portion of the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and the right ventricular (rv) lead exhibited high shock impedance measurements. A revision procedure was performed where the rv lead was partially abandoned and partially removed. The lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the lead was returned severed at 125 mm from the terminal pin, proximal segment only was returned. Visual inspection noted cuts in the insulation and slight calcification on the insulation. Testing of the returned portion was completed to assess lead electrical performance measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations with the returned portion of the lead. Reported outcomes was updated.

Event description:
This report is being filed to submit the analysis results.